Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ck parastomal patch on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the ck parastomal patch. Attorney alleges that the patient underwent revision surgery on (B)(6) 2011. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ck parastomal patch on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the ck parastomal patch. Attorney alleges that the patient underwent revision surgery on (B)(6) 2011. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with parastomal hernia thereby underwent open repair with implant of parastomal patch. Per op notes, ¿after the lysis of adhesions. A parastomal hernia defect was identified and reduced. A parastomal patch was placed and sutured.¿ (B)(6) 2011 - patient was diagnosed with infected mesh and chronic nonhealing abdominal wound thereby underwent open repair with excision of parastomal patch and wound closure. Per op notes, ¿a chronic sinus tract was identified and drained. The infected prior mesh was identified to be not well incorporated. All non-incorporated mesh was excised. Small bowel loops adherent to abdominal wall were lysed. The wound was closed with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.